Manufacturer narrative:
The consumer used the product off-label by wearing the patch while sleeping. Additionally, package labeling indicates that consumers should consult with their dr before use if they have diabetes. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.

Event description:
The consumer reported, using the product for seven hours on the back of his shoulder. When the patch was removed, the consumer described a burn with blisters in the area worn. The consumer consulted with his primary care physician who diagnosed a second degree burn and bandaged the area.